Event description:
It was reported that the patient presented in clinic for an upgrade procedure. It was noted that the right atrial (ra) lead was sensing noise. The patient was asymptomatic. No changes were made and there were no consequences to the patient.